Event description:
It was reported that during a shoulder arthroscopy procure using the super turbovac 90 icw wand, the pt sustained a burn on the posterior aspect of the acromium. The user facility commented that they do not believe the burn resulted from the arthocare equipment, but more likely because the suction was connected incorrectly. Further info was not provided as to the severity of the burn, treatment received after the surgery, or any additional details regarding the event.